Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the problem may have been caused by stress during use, external factors or handling, resulting in damage to the image sensor unit (such as broken wires), or by a fault in the mounted components on the circuit board (such as ic chips or capacitors). The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited an abnormal three-dimensional image (3d) due to misalignment of imaging part. There was no patient involvement.